Manufacturer narrative:
1. DHR/bhr review(lot#2042528): 1)this batch of products were assembled at intima ii auto line 4 in february 2022, and packaged at cfs package line in february 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batch used in this batch of products is 2024517, review the raw material inspection records, no abnormalities. 2. No actual samples and photos returned. 3. Take the retained sample of the complaint batch for relevant functional testing: 1)45psi leakage test is performed, no leakage is found, and no abnormality is found on the prn. 2)prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing) is carried out, and the test result is within the product specifications. Please see attachment for the test reports. 4. The prn can withstand the pressure of 45psi during use. If the pressure is greater than 45psi, the prn may be damaged. 5. (B)(4) is a product with y pp connector, which has not been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since this product has not been declared to be used for high-pressure injection, the root cause of the sudden disconnection of the sleeve stopper of pan during enhanced CT examination may be related to the wrong use of the product.

Event description:
End cap dislodged by high-pressure injection. No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that heparin cap detached, using a bd intima-ii y 18gax1.16in prn ec slm npvc. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2024, due to the need for a bolus injection of iopamidol for enhanced CT, a closed intravenous indwelling needle was used. During the bolus injection, the rubber cap of the heparin cap suddenly detached, causing the liquid to overflow. The injection was successfully completed after replacing the independently packaged heparin cap causing no adverse effects on patients."

Manufacturer narrative:
1. DHR/bhr review(lot#2042528): 1) this batch of products were assembled at intima ii auto line 4 in february 2022, and packaged at cfs package line in february 2022. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batch used in this batch of products is 2024517, review the raw material inspection records, no abnormalities. 2. No actual samples and photos returned. 3. Take the retained sample of the complaint batch for relevant functional testing: 1) 45psi leakage test is performed, no leakage is found, and no abnormality is found on the prn. 2) prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing) is carried out, and the test result is within the product specifications. Please see attachment for the test reports. 4. The prn can withstand the pressure of 45psi during use. If the pressure is greater than 45psi, the prn may be damaged. 5. Sku#383055 is a product with y pp connector, which has not been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since this product has not been declared to be used for high-pressure injection, the root cause of the sudden disconnection of the sleeve stopper of pan during enhanced CT examination may be related to the wrong use of the product.

Event description:
No additional information provided.